Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was to be implanted with an impella cp prior to high risk percutaneous coronary intervention (hrpci) for support . During intervention, the left main (lm) required shockwave. After pulses of the shockwave, the optical sensor was knocked out. The physician finished the intervention, attempted to wean the patient from the impella but was unable to. Therefore, the cp was replaced with a new cp in the same access sheath prior to sending the patient to the ICU.

Manufacturer narrative:
The investigation into the optical signal issue has been completed. The device was not returned for investigation. Per the clinical information provided, the cause of the optical signal issue was a damaged sensor due to interaction with shockwave device.